Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 100a ((cbit) vent-inop: data acquisition pcba adc reference failed). The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 100a ((cbit) vent-inop: data acquisition pcba adc reference failed). The biomedical engineer (bme) confirmed that the error code was logged in event log. The customer reported that the 3.3 volt and 2.5 volt were present. The rse advised the customer to replace the data acquisition (da) board, and the da to motor control (mc) cable. The customer was provided with the part numbers for replacements. Investigation ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.